Event description:
It was reported that "on (B)(6) 2022, in the department of cardiovascular medicine, as the patient had an acute heart [myocardial] infarction with symptoms of cardiogenic shock, the physician prepared to insert a stent in the intra-aortic balloon, and in the process of use, the machine suddenly stopped working and alarmed". It was decided to "assess the patient's condition, immediately check the patient and the line for abnormalities, call the physician to examine the patient, monitor changes in vital signs, ask the patient if he/she has any symptoms of discomfort, pay attention to the patient's hemodynamics. Suspend the use of the machine and reported to the medical installation office at the same time. After restarting the pump, the machine can start normally". Patient condition is reported as "fine". Multiple attempts were made to the ask the customer clarifying information regarding the alarm that the pump gave, if there were any medical interventions, etc. The customer did not respond.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2022, in the department of cardiovascular medicine, as the patient had an acute heart [myocardial] infarction with symptoms of cardiogenic shock, the physician prepared to insert a stent in the intra-aortic balloon, and in the process of use, the machine suddenly stopped working and alarmed". It was decided to "assess the patient's condition, immediately check the patient and the line for abnormalities, call the physician to examine the patient, monitor changes in vital signs, ask the patient if he/she has any symptoms of discomfort, pay attention to the patient's hemodynamics. Suspend the use of the machine and reported to the medical installation office at the same time. After restarting the pump, the machine can start normally". Patient condition is reported as "fine". Multiple attempts were made to the ask the customer clarifying information regarding the alarm that the pump gave, if there were any medical interventions, etc. The customer did not respond.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.